Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4), crdm non-defib lead, (B)(6) 2004.

Event description:
It was reported that there was t-wave discriminatory capability. It was also reported that there was oversensing and a inappropriate therapy was delivered. The lead was cut/capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and no anomalies were found. It was noted that the lead insulation was breached, overlay tubing was melted and there was environmental stress cracking. There was outer insulation depression. The analyst's visual inspection included explant damage.